Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and had pulled back into the atrium. The patient will received an epicardial lead at a later date. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.